Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this rv lead was returned severed 125 mm from the terminal pin. Only the proximal segment of the lead was returned. Visual inspection noted a mark on the terminal pin, electro-cautery damage and blood/fluid in the lead lumen. Laboratory analysis could not confirm the reported allegation from the analysis of the lead segment returned.

Event description:
Boston scientific received information that one week post implant, this right ventricular lead exhibited poor sensing measurements and the atrial lead had dislodged. Both of the leads were successfully repositioned. No adverse patient effects were noted. Subsequently the lead was returned for analysis after explant. No additional adverse patient effects were reported.